Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of high blood glucose level and diabetic ketoacidosis on (B)(6) 2024. Blood glucose level was high at the time of the event. Patient went to emergency room and later was hospitalized. The duration of hospitalization was overstay. No further information was available.